Event description:
Customer called to report a leak from the coulter ac.t diff2 analyzer. Customer noticed a puddle of 15 to 20 milliliters of fluid underneath the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the baths overflowed and that the instrument was displaying white blood cell (wbc) voteouts. The fse replaced the wbc bath, the waste pump and the waste filter. The issue was resolved and the repairs were verified per established procedures.

Manufacturer narrative:
The cause of the leak is unknown; however, the leak was repaired by replacing the wbc bath, the waste pump and the waste filter. Customer has not called back to report any further issues relating to this event. (B)(4).